Manufacturer narrative:
(B)(4). Intra-operative photos received. Based on the photographic evidence, the event description can be confirmed as there are multiple areas along the staple lines where staples are not within specification. Unfortunately there is not enough evidence in the photographs to determine root cause.

Event description:
It was reported that during a sleeve gastrectomy procedure, misformed staples. They sutured by hand normally over the staple line. The resected part shows misformed staples. They stapled with a gold reload. No further information is available. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). The analysis found that one long60a device was returned in good visual condition and with no cartridge reload present. The device was tested for functionality in the articulated position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as no malformed staples were noted during functional testing. The reported event could not be confirmed as the device performed without any difficulties noted during the functional testing. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.